Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer replaced the electrodes on (B)(6) 2019. The precision check in the morning was bad. An ise check was acceptable. The field service engineer (fse) performed an ise check which was acceptable. The fse identified an issue with the sample probe adjustment; this was adjusted. A sample clot was observed during sampling. A valve and vacuum tubings were replaced as a preventive measure. Syringe seals were checked. The internal standard tubings and syringe were replaced. Calibration was performed multiple times and was stable. Qc was acceptable. Precision and patient comparison testing results were acceptable. The investigation noted several abnormal aspiration and noise alarms from the alarm trace data. The customer has had no further issues since the service visit.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for ise indirect na and k for gen.2 on a cobas 8000 cobas ise module. The questionable results were reported outside of the laboratory. Patient 1 initial na result was 157 mmol/l. The repeat was 138 mmol/l. Patient 2 initial na result was 118 mmol/l. The repeat was 135 mmol/l. Patient 3 initial na result was 184 mmol/l. The repeat was 136 mmol/l. This patient had an initial k result of 6.53 mmol/l. The repeat was 4.8 mmol/l. Patient 4 initial na result was 154 mmol/l. This patient was sent to the ER where a new sample was drawn and the result was 140 mmol/l. The original sample was repeated with a result of 143 mmol/l. There was no allegation that an adverse event occurred. The na and k cartridge lot numbers and expiration dates were not provided.